Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported the screw fracture in implant in tooth location 29 fractured. The fracture portion was inside the implant and doctor removed the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. A unknown lb screw was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, excessive blood and a fractured screw inside. Device history record (DHR) review and complaint history review could not be performed for unknown lb screw, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for the unk screw. Based on the available information, device malfunction did occur and the reported event was confirmed.